Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app but the ilet pump was not receiving readings, consistent with intermittent communication failure between the cgm and the pump antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, characterized by intermittent communication failure associated with the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.